Manufacturer narrative:
Multiple sections of outflow graft with lot# 385183-8964r01 were returned for evaluation; (B)(6) was not returned for evaluation. Review of the manufacturing documentation of the pump and the outflow graft confirmed that the associated devices met all requirements for release. The reported event of "tear in the outflow graft" was confirmed via visual evidence provided by the site. Additionally, a small piece of outflow graft received appears to be cut off from the torn section of the outflow graft which aligns with the reported event. Heartware has initiated an investigation which is currently investigating outflow graft damages. Based on this investigation, the most likely root cause of tears or cuts in the outflow graft has been attributed to design issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Outflow graft - 385183-8964 / 1125 expiration date: 05/31/2021 / manufacturing date: 08/10/2016. (B)(4).

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4) catalog # : 1125 exp. Date: 05/31/2021 mfg. Date: 08/10/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported that the after initiation of the hvad, the patient course was unremarkable until about 1 hour post start of hvad. At this time, pulsatility dropped dramatically as well as pump flow. Severe bleeding was noted within the chest. Bypass was restarted and the chest was explored. The finding was that there was a tear in the outflow graft just distal to the connection point of the strain relief and the outflow hub. A new graft and strain relief from a new pump package were placed on the pump and the patient was once again weaned from bypass. The patient had normal hvad parameters after the change was made. The patient is currently stable in the ICU at this time. No additional information was provided.